Event description:
Baxter japan reports that providone iodine leaked between a minicap and the female connector of a transfer set. The date of how long the set has been in use in unknown. There is no patient injury or medical intervention associated with this incident.